Event description:
The customer stated, that he was hospitalized due to low blood glucose levels. The reported blood glucose reading was 21 mg/dl. Troubleshooting was performed. The customer stated that he had taken insulin for dinner, but then he did not eat anything. The customer stated that he was not connected during priming. The customer stated that while at the hospital the battery was removed from the insulin pump, so he was assisted with reprogramming the settings into the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.